Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Continuation of medical devices: dtba1d4 ICD implanted (B)(6) 2017; 3058 interstim urinary mgu ipg implanted (B)(6) 2014; 3889-28 interstim urinary mgu lead implanted (B)(6) 2014; 3037 neuro programmer implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, rising impedance, and varying impedance. The impedance alert limit was increased. The lead remains in use and the will be monitored. No patient complications have been reported as a result of this event.